Manufacturer narrative:
The device was received in with scratches to the exterior housing. Damages to the housing and dust covers in the battery slot was also observed. Functional testing confirmed the reported issue of the alarm not sending a signal to the nurse call station. Upon opening of the alarm, the nurse call receptacle was found to be elevated from the printed circuit board and had a broken pin. With the broken pins, the nurse call feature could not be put into use. This loss of functionality would result in the alarm¿s failure to alert the caregiver of a patient exit and could contribute to a patient incident. Based on the age of the device, it is likely the cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the alarm is not sounding at the nurse's station. Customer confirmed there is no damage to the nurse call receptacle observed but that the nurse call cable does not have a secure fit. The alarm was tested with a new cable and the problem persist. The date the issue was discovered is unknown and no patient incident or injury was reported.